Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous vessel. A 5.0 x 40 40 cm mustang¿ balloon catheter was advanced for pre-dilation. However, the pressure of the balloon did not increase during the first dilatation. The device was then removed from the sheath and it was noted that the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.